Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a worn out video connector latch that caused poor connection with pigtails, software version 1.04 that was recommended to update to version 4.10, and no unique device identifier label. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was difficult to turn on and it didn't stay on unless it was physically held in. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the power wouldn't stay on was found. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The issue occurred at the beginning of a flexible sigmoidoscopy procedure and there was a delay to the procedure due to initial troubleshooting of the problem. The procedure was completed using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not determined. It is likely the power does not turn on due to a defective power switch. Olympus will continue to monitor field performance for this device.